Manufacturer narrative:
Numerous kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the most distal stent wraps with struts raised and bunched. Misaligned and raised stent struts were observed along the length of the stent. The distal tip was slightly flared. The inner lumen patency was verified with a 0.015 inch mandrel. Procedural fluoroscopy images capture a lesion site in the ostium of the left main. A balloon is inflated within the left main, however there are no images capturing the attempted delivery of the resolute integrity device to the left main lesion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an resolute integrity drug eluting stent to treat a moderately calcified and tortuous left main lesion exhibiting 70% stenosis. No damage was noted to the device packaging. The device was inspected with no issues. The lesion was not pre-dilated. During the procedure, the device did not pass through a previously implanted stent. Resistance was encountered during delivery but no excessive force used. It was reported that the device would not cross the lesion and stent strut damage was noted when the system was pulled back. A non-mdt stent was used as replacement. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.